Event description:
A (B)(6) pt with intermittent bradycardia was scheduled for ecls support. In the operating room and prior to cannulation, the baby coded. Ecls was initiated urgently via central cannulation with a pediatric quadrox ID oxygenator and centrimag. Venous return was less than optimal. Pre membrane pressures were higher than normal. At this point, clots were noted in the pump. They re-primed the circuit and restarted support but extremely low venous return and very little forward flow still existed. Support was stopped and the centrifugal pump was changed. The new pump did not resolve the problem. A switch was then made to a new roller pump circuit. The venous cannula was also changed at this time and clots were noted on the cannula. Support was initiated with a clear prime. The problem of low venous return, low forward flow and high line pressure persisted. At this point, a change was made to an adult quadrox oxygenator. Intermittent flows of 25cc/kg were achieved after two liters of fluid were introduced to obtain forward flow. Support was discontinued. The pt expired. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(6). Maquet cardiopulmonary (B)(6) provides product failure investigation, analysis and resolution for the device described in this report. The device was recently received for investigation and needs to be cleaned prior to eval. An eval has not yet been performed so clotting is assumed to have been caused by either product failure, the pt's individual medical treatment or pt's condition. The coagulation parameters were found to be in an acceptable range but a root cause cannot be determined without performing a complete eval. It was noted that the pt had been reported to the public health department as a possible meningococcemia pt, but test results returned negative. A supplemental medwatch will be submitted when the investigation is complete. Reference importer number: 3008355164-2013-00082.